Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 99% stenotic lesion was located in the moderately tortuous iliac artery. The physician deployed a non-bsc stent and then advanced a 8.0x60/80 sterling otw balloon to the lesion and on the first inflation, inflated the balloon to 6atms and the balloon ruptured. There were no pt complications. The procedure was successfully completed with a 8x40mm wanda balloon. Pt status is reported as "good".

Manufacturer narrative:
(B)(6). Device evaluation: the device was disposed of by the hospital; therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).